Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2007 patient underwent a left knee replacement surgery and was implanted with an optetrak device. In february 2020, a bone scan revealed ¿loosening of the femoral component of the total knee arthroplasty.¿ due to worsening pain, instability, and a ¿loose left total knee replacement,¿ patient underwent a left knee replacement revision surgery on (B)(6) 2020 to remove the defective optetrak device. During the revision surgery, patient¿s orthopedic surgeon identified ¿severe villous synovitis¿ and noted ¿patient¿s poly had significant amount of delamination and pitting, as well as loss of material and discoloration.¿ upon information and belief, the loose components, significant synovitis were due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported wear, instability, and femoral loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Updated c6. Following codes were updated: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions.